Event description:
Chemotherapy was infusing via secondary tubing, and backed up in the primary infusion line into the primary IV fluid bag. Unable to calculate how much chemotherapy backed up in the primary bag- thus the patient did not receive all of their chemotherapy dose because we were not able to safely calculate how much was missed to make an additional dose.what was the original intended procedure?the entire bag of chemotherapy was to infuse into the patient.